Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad¿ messages, connector won¿t latch) was confirmed due to the electrode belt trunk cable being broken and unable to plug into the monitor. The root cause for the damaged trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and the electrode belt's connector will not stay latched..